Manufacturer narrative:
Additional information: a2, h2, h6 and h11. H11: the device was not received for evaluation; however, the device was evaluated on-site by a baxter qualified technician. In addition, one video and two photographs were provided that did not identify any abnormalities that could have contributed to the reported condition. The log files were reviewed and identified an alarm was generated during a syringe change. It did not identify any abnormalities that could have caused or contributed to the reported condition. A short-simulated therapy was successfully performed. The reported condition was not verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine, a system alarm was generated "causing the device to freeze and become unusable". The alarm was generated while changing the calcium syringe.treatment was terminated without the extracorporeal blood being returned to the patient. It was reported that a blood transfusion was required 30 hours after the event, due to a low hemoglobin level that "had fallen below the prescribed limit". No additional information is available.